Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to bad last night with a blood glucose of 145 mg/dl and he woke up with a blood glucose over 600 mg/dl. Customer took insulin with a manual injection and it went down to 346 mg/dl. Customer stated that he used the pump to give 4-5 units after a couple of hours but when he checked again, his blood glucose was 446 mg/dl on one meter and over 500 mg/dl on another meter. Customer's blood glucose was 600 mg/dl at the time of the incident. Customer's current blood glucose was 446 mg/dl. Customer had a flexpen and the pump. Customer was advised to change the entire set, reservoir, and insulin. Customer mentioned having a low battery alarm. Customer will be sent a tubing clamp.